Manufacturer narrative:
All available information was investigated, and the reported physical resistance, mechanical jam, and unintended movement were not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the reported physical resistance, mechanical jam, and unintended movement were unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. H6: code 1157 removed.

Event description:
This is filed to report unintended movement. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with grade 4+ and flail. It was noted that during preparation of an xtw clip, tension was noted in the delivery catheter (dc) handle. The clip was inserted and advanced to the valve. After opening the clip to 120 degrees, the clip was attempted to be rotated, but it was observed it did not move. Troubleshooting was performed, but the issue was unable to be resolved. Therefore, the clip was removed. While outside of the anatomy, unintended movement was observed while rotating the dc handle. The physician decided to not use this clip and replace it. Two clips were then successfully implanted, reducing mr to a grade of <1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.